Event description:
It was reported that the device had a firing scattering issue. There was no patient involvement.

Event description:
It was reported that the fiber had a scattered firing issue. There was no patient involvement reported with the event.